Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) had discharged to 50% battery remaining, despite being unused. It was stated the patient had fully charged the ins two weeks prior to report but had not used the ins at all. However, when an attempt was made to use the product because the patient had pain on the previous day (B)(6) 2020, the remaining battery power of the implantable neurostimulator was 50%. The ¿product was discharged in the unused state.¿ there were no external factors in particular that may have led or contributed to the issue. No troubleshooting was performed and no actions were taken to address the issue. There were no surgical interventions performed and it was unknown whether any were planned. The issue remained unresolved at the time of report. The chronic pain patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
H2: please note the device serial number has been identified at this time. As a result, sections d3, d4, and h4 have been updated. A dditionally, the manufacturing site ID has changed from 2182207 to 3004209178; however, section g9 cannot be updated at this time due to constraints with the reporting interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the ins discharging to 50% despite being unused was not determined. There rema ined no complications reported or anticipated.